Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3888-45, lot# va0pdvt, implanted: (B)(6) 2015, product type lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2015, product type extension. Product ID: 3888-45, lot# va0kh8z, implanted: (B)(6) 2015, product type lead. Product ID 977a260, lot# serial# (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had suboptimal pain relief. Reprogramming was attempted. The patient was having an uncomfortable se nsation with the leads. It was reported that the patient had a lead revision scheduled for (B)(6). No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the pns leads appeared to have migrated. No further complications are anticipated.